Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate high 21.6 ml" was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 41.784 and the error percentage was at 4.46% which is within specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a flow rate high 21.6 ml occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.